Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed monthly.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6). The patient self tester was concerned about the amount of variance she has been observing over the past month; no comparison test method was performed. Therapeutic range is: 2.5-3.5. Patient self tester reported milking the finger after the finger stick; sample was not applied immediately after the finger stick; multiple drops of blood were added and the sample well was touched with her finger.